Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was intended to be used to treat a moderately tortuous, mildly calcified lesion with 80% stenosis in the proximal rca. There was no damage noted to the device packaging. There were no issues noted when removing the device form the hoop. The device was inspected with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the device failed to cross the lesion and difficulties were encountered during removal of the device from the patient. The device was withdrawn slowly. The stent was deformed due to the difficulties experienced when removing the device. The procedure was completed using another stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis. There were two kinks on the on the catheter 31.5cm and 53.4cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.